Event description:
It was reported that t:slim x2 pump battery would not charge, as pump screen remained dark and would not turn on despite use of tandem charging cable, wall adapter, and attempts with different wall adapters and charging cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.